Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient had an elevated ventricular threshold during admission, but was followed up as it eventually stabilized. However, the threshold subsequently rose further so this lead was capped and a new lead was additionally implanted.